Event description:
This lead was implanted on (B)(6) 2001 and is still in active implant. A call to patient services was made on (B)(6) 2014 stating that this lead got separated from the atrial port. The device was still getting good monitoring. The physician was dr. (B)(6) at (B)(6) clinic hospital in phoenix, az. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).